Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to perivalvular leak. Based on the follow-up with the health-care provider, the reason for explant at implant was not related to any device malfunction. Per the operative report, an aortotomy was made approximately 2 to 3 cm above where the coronary ostium was identified, but mostly it was made in place with the least amount of calcium that could be palpated. The aortotomy was carried laterally towards the pulmonary artery, but had to be stopped due to a significant calcium plaque, and then was curved down in a hockey stick fashion towards the annulus. The valve was inspected and the leaflets were excised. It was heavily calcified annulus and it was remarkably small in nature. The entire root itself was calcified and there were large flakes of calcium that were flaking off the aorta, and including flakes of large flakes of calcium around the coronary ostia, both the right and the left. Due to the size of the annulus, the decision was made to not use pledgeted stitches and to use simple ethibond sutures. These were then placed circumferentially and then through the sewing ring of the subject pericardial valve, which was lowered down into the annulus. There actually was, although a tight, good seating of the valve within the annulus, although there was large amounts of calcium circumferentially around it. The stitches were then tied down and the aortotomy was then closed. The patient was systematically warmed to 37 degrees. The aortotomy sites as well as the coronary anastomosis was inspected and there appeared to be good hemostasis with no evidence of bleeding. The patient was paced at a rate of 80, and then gently weaned from cardiopulmonary bypass. The amount of tricuspid regurgitation was stable from preop, but there appeared to be a sizeable perivalvular leak around the aortic suture line. Its exact location could not be determined due to its size and the curving of the jet along the ventricular septum. Regardless, the venous cannula was removed and protamine was administered. The jet did appear to improve with some protamine, but it certainly appeared too large to leave at that point. After an act of greater than 400 was confirmed cardiopulmonary bypass was initiated. Decision was made at this time to replace not just the valve itself, but do an aortic root replacement as the annulus was so markedly calcified and diminutive that it was thought that another valve replacement would not be possible as pledgeted stitches would certainly not fit within the annulus. At this point, cardiopulmonary bypass was re-initiated. The aorta was then transected at the level of the previous aortotomy. The root, as mentioned before, markedly calcified with large plaques of calcium completely infiltrating the annulus structure itself and flaking of in large plates and pieces. This included the coronary ostium buttons themselves, which appeared to have plates of calcium within them and up into their ostium. The root itself was incised to a 21 mm freestyle root. Stitches were then placed around the annulus with pledgets on the outside of the annulus. These were then placed up through the sewing ring on the freestyle porcine root, which was lowered down into the annulus. Once this was completed, the aortotomy anastomoses were then sewn to the aorta using a 3-0 suture. Again, this area was heavily calcified with plaques, some of which had to be tacked down with 3-0 pledgeted sutures. The patient was systematically warmed to 37 degrees. At this point the valves were inspected. There appeared to be a good mitral valve function as well as aortic valve function. There was no perivalvular leak that was seen. The patient required some inotropic support, including epinephrine and levophed to be weaned from cardiopulmonary bypass. Once this was completed, the anastomoses were inspected and there appeared to be good hemostasis with no evidence of bleeding. The patient tolerated the procedure well without complications. Of note, per the discharge summary, the patient expired on (B)(6) 2012, due to post-operative course development of refractory vt unresponsive to medical therapy. Based on our additional follow-up, the health-care provider confirmed that the cause of death was "cardiogenic shock/vt" and had no relationship with the edwards valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the reported event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of the reported perivalvular leak could not be investigated, per the operative report, "decision was made at this time to replace not just the valve itself, but do an aortic root replacement as the annulus was so markedly calcified and diminutive that it was thought that another valve replacement would not be possible as pledgeted stitches would certainly not fit within the annulus.".